Event description:
It was reported that a symptomatic patient experiencing shortness of breath was seen in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup operation. The patient is pacemaker dependent. The device was explanted and replaced on (B)(6) 2015. No further patient complications occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.